Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had reduced angulation in the down direction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was inside of the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was reduced angulation due to a stretched angle wire. Upon further inspection, it was observed that a foreign object was clogging the nozzle, also reducing the draining function. This finding was due to incorrect or insufficient reprocessing of the scope. It was observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was also observed that the flexible tube of the insertion section was crushed due to external factors. It was observed that the adhesive of the curved rubber was missing. It was also observed that the scope connector had liquid leakage due to external factors. It was observed that the suction cylinder was scraped due to external factors. Lastly, it was observed that scratches were on the following unit components due to external factors: the operation unit cover, the scope connector, insertion tube, the operation part, the switch box, up and down knob, the up-down angle fixing lever, right and left knob, the grip, the universal cord, on the scope connector side of the universal cord, scope connector cover and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has the health professional checkbox mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.